Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/12/2021. Additional information: d9, h4, h6 component code: g07002 ¿ conforming device. H3 evaluation: man- failure mode reported by customer " the reservoir could not be locked " it could be related to "plates don't close properly" which according to pfmea 034-fba-fmea-303 can be caused by tie too long. During sample evaluation the plate was not able to be locked, however it is observed that the tie does not interfere with this function. Therefore, is considered this man factor does not contribute to the reported complaint defect. Materials- locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and locking mechanism were in good condition. Plate was able to be activated and de-activated several times with no issues observed. Therefore, it is considered that this material factor does not affect or contribute to the product integrity and its function. Man- in accordance to instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered that this man factor could have affected the product integrity and its function. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not verified and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following information has been requested and received. Attempts to obtain the device however not received. If the further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Please clarify the number of products involved in the event and how many to be returned? =>quantity of product involved is 1. Quantity to be returned is 2. (One of them is reference product.) Device return status . We regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. The reservoir could not be locked. Further details are not provided. There were no adverse consequences to the patient.